Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 20-oct-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, after the birth of her 4th child. Concomitant medication included tramadol, (B)(4). According to the consumer, the procedure was completely horrible. It was extremely painful to where she had tears coming out of her eyes. The couple of pills they gave her beforehand did absolutely nothing for the pain. After the procedure, she experienced a lot of bleeding, extremely heavy and painful periods and she would bleed for up to 3 weeks at a time. Physician said that it had to do with the ovarian cysts she had. Not once did he mention that it could have anything to do with the essure product. After a few months of the problems with pain and bleeding, she went back in to physician's office asking him for help with the pain and bleeding. He requested a hysterectomy so that she would not have the issues anymore. So in 2010, she was submitted to a hysterectomy. After the hysterectomy, she continued to have pain in lower abdomen that got so painful sometimes it would drop her to knees. She was told that it was the cysts bursting. So she just endured the pain and went on with her life. Starting in 2015, the pains would come and stay longer. She was in extreme pain that she had to stay at bed all weekend with the pain so low in her lower left abdomen, she thought it was appendix, so she went into the emergency room (ER). Ultrasounds were performed and showed that her appendix was fine and that she had ovarian cysts, but physicians could not understand where the pain was coming from so they did a CT scan which showed she had still the essure in her body. A surgery was performed in 2015 and physician found that when she had hysterectomy her fallopian tube was cut exposing the essure which adhered to other tissue which was causing the pain. Right ovary and fallopian tube with the essure were removed. Since she had healed from the surgery, she experienced no more pain in abdomen. Essure removal date was informed as (B)(6) 2015. Consumer assessed the event outcome as other serious (important medical event). Product technical complaint (ptc) investigation result received on 11-nov-2015: ptc glogal number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical event is known possible undesirable event and not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was submitted to a hysterectomy a few months after essure (fallopian tube occlusion insert) insertion due to a lot of bleeding/extremely heavy period. After the hysterectomy, she had persistent lower abdominal pain. This pain worsened in the following 5 years; when a CT scan revealed essure was still in her body. She was submitted to a surgical procedure. According to her; during this surgery it was found when she had the hysterectomy her fallopian tube was cut, exposing the essure which adhered to other tissue causing the pain. Her fallopian tube and essure were removed and she recovered from her pain. These events are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer's bleeding started in close association with essure procedure and no alternative explanation was provided. Therefore, this event was considered as related to the suspect insert. Regarding remaining event, considering its nature and as it occurred as a consequence of the hysterectomy performed due to the bleeding; causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Summons received on 07-mar-2016: on (B)(6) 2009, the plaintiff underwent the implantation of two essure coils in her fallopian tuves through the application of hysteroscope. According to the plaintiff, the procedure was far more painful than the company represented it to be. On or about (B)(6) 2011, she began to develop a sharp pain in her abdomen that gradually increased in intensity. According to the plaintiff this pain would occur during periods of increased movement and would be debilitating, preventing her from spending time with her children and working. On or about (B)(6) 2011, the plaintiff visited her ob/gyn regarding the abdominal and pelvic pains. Her doctor quickly dissociated any relationship of the pain to essure and diagnosed her with ovarian cysts. As result of this diagnosis, she underwent a total vaginal hysterectomy on or about (B)(6) 2011 to cure the menometrorrhagia/menorrhagia, chronic pains and internal bleeding. The hysterectomy on (B)(6) 2011 however failed to cure any of her chronic pelvic-abdominal pain or bleeding. After living with pain for a couple of years, she sought treatment at another facility for what she believed was more cysts. On or about (B)(6) 2015, the plaintiff discovered the coils were the cause of her pain and she needed her right fallopian tube removed through right salpingo-oophorectomy. On or about (B)(6) 2015, she had her right fallopian tube and ovary to provide relief to the pain that she lived with. As a result of this pain she had incurred significant hardship to her live and employment. She has required days off work due to being bed ridden with pain and had been forced to be less active with her children. It was also reported that essure coils implanted into plaintiff caused her to suffer excessive bleeding during her menstrual cycle, a constant burning sensation, pain, bloating, hives, severe abdominal cramping and extreme tenderness in her pelvic area associated with the sensation of presence of a foreign object, leading her the to undergo a laparoscopic salpingectomy and hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report, under litigation, refers to a female consumer who experienced a lot of bleeding/extremely heavy period and severe abdominal cramping / chronic pain, pelvic pains / extreme tenderness in pelvic area) and internal haemorrhage and was diagnosed with ovarian cysts. She underwent a hysterectomy two years later to treat these events. However, 4 years after this surgery she still had chronic pelvic-abdominal pain and bleeding. A CT scan revealed that essure was still in her body. She was submitted to a surgical procedure. During this surgery it was found when she had the hysterectomy her fallopian tube was cut, exposing the essure which adhered to other tissue causing the pain. She underwent a right salpingo-oophorectomy and she recovered from her pain. These events are serious due to their medical importance. All these events are listed in the reference safety information for essure except for internal haemorrhage and ovarian cysts. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer's bleeding started in close association with essure procedure and no alternative explanation was provided. Therefore, this event was considered as related to the suspect insert. Regarding remaining event, considering its nature and as it occurred as a consequence of the hysterectomy performed due to the bleeding; causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case is regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Since the case is now under litigation, further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 11-jan-2016: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was submitted to a hysterectomy a few months after essure (fallopian tube occlusion insert) insertion due to a lot of bleeding/extremely heavy period. After the hysterectomy, she had persistent lower abdominal pain. This pain worsened in the following 5 years; when a CT scan revealed essure was still in her body. She was submitted to a surgical procedure. According to her; during this surgery it was found when she had the hysterectomy her fallopian tube was cut, exposing the essure which adhered to other tissue causing the pain. Her fallopian tube and essure were removed and she recovered from her pain. These events are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer's bleeding started in close association with essure procedure and no alternative explanation was provided. Therefore, this event was considered as related to the suspect insert. Regarding remaining event, considering its nature and as it occurred as a consequence of the hysterectomy performed due to the bleeding; causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.